Event description:
It was reported that during an angioplasty procedure, the device allegedly failed to inflate. It was further reported that the pinching was noted in the balloon. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as images were provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one image was reviewed. An angioplasty balloon is seen inflated likely within the distal superficial femoral artery and popliteal artery above the knee. A stent is also seen in part of the segment of artery that is being treated with the balloon. Towards the middle of the balloon, a small area appears as a ¿waist,¿ signifying that it has not inflated properly and is likely twisted. Therefore, based on the image review, the reported failure balloon twist and inflation issue can be confirmed. One lutonix 018 drug coated balloon was returned for evaluation. During the visual evaluation, wrinkles were noted on the returned balloon; no other anomalies were noted on the returned device. On functional testing of the device, the balloon was inflated with the in-house presto inflation device up to 7 atm. The balloon maintained its shape and pressure. On further, the balloon deflated. No other functional testing was performed. All the anomalies noted during the microscopic observation. Therefore, the investigation was confirmed for the reported material twist and inflation issue as wrinkles were noted on the balloon during the visual evaluation of the returned device. Image review also confirms the reported issue. A definitive root cause for the reported material twist and inflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device allegedly failed to inflate. It was further reported that the pinching was noted in the balloon. There was no reported patient injury.